Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652, ra lead; 507135, lv lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced loss of capture, oversensing, and varying impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.